Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switches. The insulin pump had a black shadow on the display due to a warped and uneven component on the display. The insulin pump had minor scratches on the display board.

Event description:
It was reported that the customer had buttons that were hard to press on the insulin pump. Customer's mother stated that the act button gives the most resistance and she has to press it several times. Customer stated that he just started using the pump on (B)(6) 2014. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional info provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.